Event description:
It was reported by a foreign legal council that a pt experienced an infection, redness, swelling and blurred vision of the right eye following contact lens wear. The pt stated that the lens was cracked when inserted. Upon removal, a piece of the lens remained. The pt was seen by two opticians to have the lens removed. No further information is provided.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The lot number is unknown. Therefore, the manufacturing site is not known and a manufacturing review cannot be performed. (B)(4).